Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage, stent dislodgment and device entrapment occurred and patient was sent to surgery. A 3.00 x 38 synergy was advanced for treatment. However, when the stent was pulled back into the guide catheter, the distal edge of the stent got flared. The stent came off and got stuck in the radial artery. Subsequently, the patient was sent to surgery.